Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (s/n (B)(4)) displayed a "system error, out of service, revert to manual CPR" error message upon powering on" was confirmed during the functional testing and based on the review of the archive data. The root cause for the reported complaint was due to the brake gap being too wide, out-of-specification and could not be adjusted due to defective drive train motor in which is likely attributed to normal wear and tear. The autopulse platform was manufactured in october 2013 and is over 8 years old, well past its expected serviceable life of 5 years. Upon visual inspection, unrelated to the reported complaint, observed cracked front enclosure at the front-end area and the bottom enclosure had multiple cracks in the screw well area. The observed physical damages appeared to be characteristic of user mishandling, such as a drop. The front and bottom enclosures were replaced to address the observed physical damages. The archive data review indicated system error user advisory (ua) 139 (unable to hold compression position) around the reported event date, thus confirming the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering on, thus confirming the reported complaint. The brake gap inspection indicated that the drive train motor brake assembly air gap was too wide (0.011 "). The brake gap was not adjustable and continues to open out of specification (0.008" ± 0.001"). The drivetrain motor assembly was replaced to remedy the issue. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with s/n (B)(4).

Event description:
During patient use, customer reported that the autopulse platform (serial # (B)(4) displayed "system error, out of service, revert to manual CPR " after providing 209 compressions. The crew was unable to clear the advisory. Patient's status information was requested but the customer did not provide a response.